Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) appeared to deploy normally; however, after device removal, the patient experienced bleeding. Hemostasis was achieved by manual compression lasting a total of 30 minutes. There was no reported patient injury. The physician stated the mynx was never deployed from the device. The right femoral artery was accessed for intervention, and the case had concluded prior to device use. The device had been stored at normal temperature. The vcd was prepared per instructions for use (IFU). The physician achieved certification on the use of the 5f mynxgrip vascular closure device (vcd). The device was stored according to the IFU. A 5fr non cordis sheath introducer was used during an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the 30¿45-degree insertion angle. The vessel type was arterial, with a verified diameter of at least 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The user completely shuttled down without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was engaged and visible. The device was not saved and will not be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) appeared to deploy normally; however, after device removal, the patient experienced bleeding. Hemostasis was achieved by manual compression lasting a total of 30 minutes. There was no reported patient injury. The physician stated the mynx was never deployed from the device. The right femoral artery was accessed for intervention, and the case had concluded prior to device use. The device had been stored at normal temperature. The vcd was prepared per instructions for use (IFU). The physician achieved certification on the use of the 5f mynxgrip vascular closure device (vcd). The device was stored according to the IFU. A 5fr non cordis sheath introducer was used during an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the 30¿45-degree insertion angle. The vessel type was arterial, with a verified diameter of at least 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The user completely shuttled down without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was engaged and visible. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2519606 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-failure to deploy¿ could not be evaluated as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.